Manufacturer narrative:
No information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an intermittent upstream occlusion alarm occurred. No patient injury was reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 08-jun-2022 via email and attached to complaint object: reported product fault did not occur while in use with a patient. Date of the event updated from unknown to 19-may-22.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was worn upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported issue was not duplicated during the investigation as the device passed all functional tests with no issues. Root cause of the reported issue is unknown as no fault was found. Recommended that a full preventive maintenance be performed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 2120, h4: correction: device manufacture date: 13-jul-2011.